Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument was difficult to close. The surgeon used another intrument to complete the procedure. The hosp has reported no pt injury occurrred.

Manufacturer narrative:
11/19/1998- supplemental report sent to FDA.